Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and visually inspected. Visual observations revealed no anomalies on the device. When the trigger was actuated, the jaws open and close as intended. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip without any gaps. The device was functionally tested with an eiii needle several times and it performs as intended. This complaint cannot be confirmed and we cannot discern a root cause for the user to have experienced this issue. A batch record review has been conducted for this lot that was manufactured june 26, 2012 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dis-similar complaint for the batch number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that the surgeon was using the expressew iii w/o hook with an expressew iii needle, and during the rotator cuff repair procedure the tip (5-10 mm) of the needle broke off into the cuff of the patient's shoulder. The surgeon did retrieve the broken piece and completed the procedure with another like device. There was a 15 minute delay and no patient consequences.